Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a touchscreen that responded to icon presses but would not unlock, which impeded normal use; blood glucose at the time was 161 mg/dl, and the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization and continued cgm use via app or receiver while arranging a device replacement. Investigation included remote troubleshooting review and replacement logistics, with guidance to return the original device and to resync data via the mobile app prior to return. Investigation of this case revealed a user interface malfunction consistent with a touchscreen or lock-screen function issue; the user later reported the original ilet resumed normal function and chose to continue using it, returning the replacement device. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the lock-screen failure after resolution.